Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. The root cause could not be determined. The complaint device was returned for evaluation. A visual inspection as performed and no defects were found. Voltage testing was performed and the transmitter has voltage. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a pairing failure was not confirmed, the reported issue was not confirmed but permanent connection loss was noted. The root cause of the permanent connection loss could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.